Event description:
It was reported that the system experienced overvoltage faults during the arcing test. This will cause the system to shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to working as intended and put back into service.